Manufacturer narrative:
Scale inaccurate

Event description:
It was reported that the scale was inaccurate. The customer did not know whether there was pt involvement however there was no adverse consequences.